Event description:
The stryker flow 2 disposable suction/irrigator without disposable tip (ref 250-070-500 and lot 22223fg23) was hooked to a 3000ml bag of normal saline for surgical irrigation. Intra-op, the battery pack began dripping a discolored yellow-ish liquid with black sediment. Immediately upon noticing, the circulating nurse replaced the suction/irrigator with a new supply item (lot 22347fg2). Shortly after, the second device started leaking in the same fashion with the same yellow/black drips.